Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels and the insulin pump was damaged. Blood glucose level at the time of the incident was 449 mg/dl. Blood glucose level at the time of the call was 406 mg/dl. The customer reported urinating frequently and being dizzy. The caller stated that the insulin pump's reservoir compartment was cracked and the dome sticker was missing. The customer stated that his blood glucose level the night before the call was 90 mg/dl, then rose to 252 mg/dl, then 339 mg/dl around midnight. The caller reported that although he treated with insulin, his blood glucose level rose to 449 mg/dl the day of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.